Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Ipg was explanted and replaced electively during the procedure.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.